Event description:
A customer reported to beckman coulter, inc. (Bec) that there was a drop of leak at the probe of the coulter hmx hematology analyzer. The leak was not contained within the instrument. The customer was wearing gloves and a lab coat at the time of the occurrence. There was no injury or exposure to mucous membrane or open wounds. Medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. No patient results were affected. The field service engineer (fse) found that the probe of the instrument was dripping. The fse noticed that the rinse block was misaligned and was not moving all the way down to cover the tip of the probe. The fse adjusted the rinse block and the issue was resolved. The repairs were verified per established procedures.

Manufacturer narrative:
Evaluation results: rinse block. (B)(4).